Event description:
Pt called to report that she is 11 weeks pregnant. She stated that essure implanted in (B)(6) of 2010 and was confirmed to have 100% blockage. She said that essure did not work and she is now pregnant.